Manufacturer narrative:
This device was not return to our quality assurance laboratory for testing. However, the field service engineer (fse) performed an on site evaluation of the unit. The fse replaced the xenon lamp, and the power source observation was resolved. Therefore, the reported event is confirmed. It is likely that the flashlamp not working as intended could have cause the reported allegation. This auriga xl 4007 console was installed on 29march2022. The system was last serviced on 07apr2022. The auriga xl 4007 console was fully functional with no issues from that time until the reported event date of 17mar2023. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, there was no power coming from the device. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This report is being submitted due to the procedure/cancelled.

Event description:
It was reported that during a procedure, there was no power coming from the device. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This report is being submitted due to the procedure/cancelled.